Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The inspection of the 5mm, 33cm peek monopolar handle 33cm confirms insulation damage throughout the shaft. Also it was noticed that the insulation was pushed back away from the distal tip usually an indication of improper sterilization methods. The 5mm, 33cm peek monopolar handle 33cm failed the insulscan test. Probable root cause/s could be use error, mishandling and or normal wear and tear.

Event description:
It was reported that the insulation has been compromised.